Manufacturer narrative:
The qc recovery data provided was within specification. Based on the qc data, a general reagent issue could be excluded. The alarm trace showed photometer alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was <5 mg/dl. The customer questioned the initial results as they did not match the patient's clinical history and was also receiving cell blank errors. This prompted them to repeat the sample. The sample was repeated on another module and the result was 9.6 mg/dl. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 88236001 and the expiration date is 30-sep-2026. The field service engineer (fse) found damaged rinse tubing and observed that the rinse volumes were insufficient. The fse replaced all rinse tubing and both detergent mixers. The investigation is ongoing.